Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) study. It was reported that cerebrovascular accident (cva) occurred post procedure. In (B)(6) 2015, a left atrial appendage procedure was to be performed. A 27mm watchman ® laa closure device was deployed, however release criteria was not met as the device was positioned too proximal and the device was removed. Another attempt was made with a 30 mm watchman ® laa closure device. Three partial recaptures were performed as the device was positioned too distal. The device was successfully deployed, released and spanned the entire laa ostium with a complete seal noted. In (B)(6) 2016, the patient was hospitalized for a left sided frontal cva. A carotid ultrasound and chest x-ray were performed. The patient also had a carotid endarterectomy and medication was given or regimen adjusted. Six days later the reported event was resolved.